Event description:
Customer reported that the vacuum on a css console supporting a syncardia temporary total artificial heart (tah-t) pt was not operating. The digital readout did not increase and there was no sound of vacuum being applied. The customer also reported that ventricle filling was adequate without vacuum. There was no pt impact, the pt was not switched to a backup css console and is still being supported by this css console. This alleged failure mode poses a low risk to the pt because it does not prevent the css console from performing its life-sustaining functions, as the css console does not require vacuum to achieve appropriate cardiac output. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.